Event description:
Related manufacturer reference number:3006705815-2024-00690. It was reported that the patient experienced an infection at the extension site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient was administered intravenous antibiotics.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.